Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy shock impedance. The shock impedance reaches high out of range values. Additionally, the pacing impedances on all lead channels have been gradually increasing but remain within range. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.